Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that the patient presented to the emergency room with syncope. Upon interrogation the device was found to be programmed aai and the right ventricular (rv) lead exhibited a low impedance measurement. The device was reprogrammed to ddd and the rv lead was set to unipolar. The physician ultimately decided to do a lead revision due to noise and low impedance measurements. The rv lead was surgically abandoned and the device was electively explanted. A new device and lead were successfully implanted. No additional adverse patient effects were reported.